Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient was unable to insert the catheter. It was reported that when the patient attempted to insert the catheter approximately 3" inches, he allegedly began to bleed and was unable to insert the catheter any further.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. There is no instructions for use for this product. The labeling was not reviewed as the product number is unknown. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient was unable to insert the catheter. It was reported that when the patient attempted to insert the catheter approximately 3" inches, he allegedly began to bleed and was unable to insert the catheter any further.